Event description:
It was reported that the device experienced an unexpected battery discharge . There was no evidence of a battery low or very low alarm prior to the discharge event. Biomed physical inspection of the device found that the preventative maintenance was up-to-date with battery conditioning performed in (B)(6), 2020. Biomedical engineering testing and observations found that the pcu was received for repair for the complaint of unexpected battery discharged. The pcu with the attached pump module was turned on while unplugged and alarmed very low battery, audible and visual. When the device was plugged in the audible alarm stopped. All logs were downloaded and battery discharge event was confirmed via the event logs. No recent errors were present in the error log. The pcu charged enough to start a test infusion to determine if the low and very low battery alarms will happen prior to a battery discharge event. The pcu displayed 0.5hours of battery time at the start of the test infusion. The infusion was started at 0852am on (B)(6) 2020. The pcu alarmed low battery @ 0915am and then very low battery at 0933am. The infusion continued with the pump running on battery until 1144am when a battery discharge event occurred. The customer later stated that it is unknown if there were any adverse effects caused to the patient from the event.

Manufacturer narrative:
The reported complaint that the device experienced an unexpected battery discharge and that there was no evidence of a battery low or very low alarm prior to the discharge event was confirmed, during a review of the pcu logs where the first battery discharge event was identified. Additionally, the reported complaint for early enunciation of the lb1/lb2 battery alarms occurring two hours before the second battery discharge event was also confirmed. Inspection: pcu (B)(6). The pcu device (B)(6) was received with instrument seal missing. The right (male) iui was observed to be in good condition. The left (female) iui was observed with corrosion. The pcu power cord was observed to be manufactured by a third-party vendor (volex e62405). External damages were observed on the pcu display screen. The device was opened for an internal inspection and dried residual fluid was observed at the bottom of the rear case. The battery date code was 1851 (2018, 51st week ¿ dec 2018). All possible replacement parts were observed to be bd parts. All other parts inspected are manufactured by bd. Log analysis results: the log review for the ¿missing battery alarms¿ incident begins on (B)(6) at 02:34:54 pm. Pump module (B)(6) was attached to the pcu at the time and was programmed for infusions at different times. The system was running on main battery power during the entire use until the incident. A ¿battery discharged¿ event was recorded in the logs as occurring on (B)(6) 2020 at 04:10:08 pm. After the battery-discharged event, the user selected soft key 14 to shut down the system. Further review of the log for the reported issue relating to a second battery discharge event that occurred approximately two hours after the device alarmed for very low battery was recorded on (B)(6) 2020 at 11:44:14 am. The very low battery alarm occurred at 09:33:48 am, approximately two hours prior to the second battery discharge event. The battery log confirmed that the battery was conditioned on (B)(6) 2020. Test results: the pcu battery capacity was found to be within the acceptable capacity range of 4000mah and 4500 mah with a battery capacity of 4028mah after performing a fast battery conditioning in accordance with service bulletin 592a. Results from the battery discharged without prior warnings test method revealed the pcu module annunciating all low battery alarms as intended. During testing, the battery was identified with a date code of (B)(6) 2018. Test methods: 1503-001-017-r (00) battery discharged without prior warnings test method the root cause for the missing low battery alarms was identified by software engineering as due to over-estimated battery capacity as documented in software tracker 16418. Consequently, during the ¿battery discharged¿ event, the pump stopped/paused the active infusion without providing the low battery 1 and very low battery 2 alarms. The root cause for the early enunciation of lb1/lb2 battery alarms occurring two hours before the second battery discharge event was identified by software engineering as due to the battery was not connected to ac power long enough to fully charge after it was fully depleted from the first battery discharge event. Per design, the battery¿s software charge algorithm uses a conservative charge estimate that leads to the early enunciation of lb1/lb2 alarms prior to the discharge (lb3) if not charged passed the ¿quick_charging¿ state.

Manufacturer narrative:
Physical inspection of pcu: pm up-to-date, battery conditioning was performed in (B)(6) 2020 biomedical engineering testing and observations: pcu was received for repair, complaint was battery discharged. Pcu with attached pump was turned on unplugged and alarmed very low battery, audible and visual. When plugged in audible alarm stopped. All logs were downloaded and battery discharge event was confirmed via event log. No recent errors present in error log. Pcu charged enough to start an infusion to determine if the low and very low battery alarms will happen prior to a battery discharge event. Pcu displayed .5hrs of battery time at the start of the test infusion. Infusion was started @ 8:52am (B)(6). Pcu alarmed low battery @ 9:15am and then very low battery at 9:33am. The infusion continued with the pump running on battery until 11:44am when a battery discharge event occurred.

Event description:
It was reported that there was an unexpected discharge of the device battery. There was no evidence of a battery low or very low alarm prior to the discharge event. Confirmation of a discharge event via the event log. There was no reported patient impact.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unexpected discharge of the device battery. There were no alarms prior to the discharge event. There was no reported patient impact.